Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that a gradual rise in the right ventricular (rv) lead impedance measurements from 1080 to 1450 ohms occurred over a three year time frame. It was also noted the rv lead threshold measurements have increased over time. At that time the physician opted to continue to monitor the patient. Approximately one and a half years later this previously healthy patient, presented to the emergency room with symptoms of anxiety, a headache, general malaise and not communicating well. It was noted that patient was not short of breath. There was concern over possible rv loss of capture (loc). The medical personnel noted that the thresholds and impedance measurements have continued to increase. The threshold was now at 1.9 millivolts and the impedance had risen in one month from 1400 ohms to 1580 ohms. Boston scientific technical services (ts) was consulted and discussed that since the rv output was 2.0 and went to 2.4 after reading there may be intermittent capture. Ts discussed possibly programming the device to a fix output with at least two times safety margin. Ts further discussed that it would be physician discretion for further troubleshooting. The medical personnel stated they would monitor the patient and do another check in the morning. The field representative discussed this patient with the medical personnel and it was noted that no further action was taken the following morning and they would continue to monitor the patient. The age of the lead was thought to be a contributing factor. The rv lead remains in service and no additional adverse patient effects were reported.